Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code and lot are unknown; if additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the root cause was determined to be due to improper patient disconnection during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A batch review was not performed as the lot number was unknown. Similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center reporting a use error causing a system error (se) 2240 (air in the set) during drain 2 of 4 on the home choice (hc). The hp stated he cycled the power, turned the hc off and disconnected. The hp stated he had used manual bags and would like to know if the hc was ok. The technical service representative (tsr) asked the hp the troubleshooting questions. The hp stated he disconnected and went to the bathroom. The tsr asked the hp if he pressed stop and disconnected, or if he just disconnected. The hp stated he just disconnected and used the caps. The tsr explained the alarm to the hp and recommended the hp contact the registered nurse (rn) about the alarms. The hp cleared the alarms before calling baxter. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the alarm. The rn was made aware that the home patient (hp) did not hit stop on the machine when they disconnected and then reconnected to the homechoice. The rn stated the hp has had no injury or medical intervention since this incident. There was patient involvement.